Event description:
A nurse noticed that the tubing used to supply oxygen to patients recovering from anesthesia in the recovery room was not firmly attached to the adult-sized mask. A gentle tug on the tubing as might occur inadvertently caused the tubing to disconnect from the mask. Follow up reveals: the facility's supplier has replaced the defective lots. Cardinal health has been notified and they stated that they had received a similar complaint from another source regarding one of the affected lots.